Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had lost weight and stated the ipg site was uncomfortable. The patient has not used her scs system in over two years. It was reported the patient no longer had pain relief from her scs system. The ipg was explanted per patient's request.